Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an implant procedure of the device, there was an infection noted. The infection was resolved without any medical intervention and the patient was in stable throughout the event.